Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-29468. During a follow-up, there were several episodes of non-sustained ventricular oversensing (nsvo). The egm also displayed episodes of cross-talk. Technical support was contacted and reprogramming was recommended and is anticipated. The patient was stable.